Event description:
On (B)(6) 2015, a customer reported unexpected compatible crossmatches on a galileo echo, when tested on (B)(6) 2015.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 26feb2015 to assess the instrument test well images. Additionally, an immucor field service engineer (fse) visited the customer site on (B)(4) 2015. The customer replaced the washer manifold, but the problem persisted. The fse replaced the manifold syringe drive assembly on (B)(4) 2015. The instrument was then deemed to be operating as expected. The customer then tested the crossmatch assays again, and they were all then run successfully without incident. As part of the investigation, immucor technical support determined that the customer was incorrectly preparing the donor red blood cell segment cellular contents prior to their use on the crossmatch assay, contrary to the instructions provided in the instrument operator manual. Centrifugation of the donor red blood cell segment cellular contents is required prior to use. The customer was not performing this centrifugation process.